Manufacturer narrative:
(B)(4). Batch #: t94t40. Additional information was requested and the following was obtained: what were the 2 original surgical procedures the devices were used in? Thyroidectomy. Were all the seals hemostatic at the end of the original procedures even with the sealing taking longer? They finish all the sealing procedures. They are experience surgeons. What disposables were used in the cases and can the batch/lot numbers will be provided? Fcs9f. No, they don't have this information. Were there any generator alert screens? No. Why does the surgeon believe that this is a hpblue issue and not an issue with the disposable? They do not know for sure in the patients with whom there were problems, but they were able and we were able to verify in subsequent surgeries that when a cable used in slow sealing surgeries was put in, it was sealed slowly and when a new cable was put in with the fcs9f itself was running at normal speed. Can details be provided regarding the testing mentioned in the additional information that was provided? Has been described with all available data were reprocessed disposables used? No. How long after the original surgical procedures were the post op bleedings identified?during the postoperative period before the discharge of the patients, during their stay in the hospital. Where was the bleeding located? In the area where the surgery took place was it confirmed that it was in an area where the harmonic device was used? Yes, just around. This is a analysis for an image submitted to ethicon endo surgery for evaluation. Image 1: the image provided by the customer is that of a gen11 displaying handpiece information. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hpblue device was returned with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non functional. However, it worked properly with foot switch assembly. In addition, it was tested with test media and performed as expected. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure there were failures in the quality of the sealing intraoperatively with the instrument (focus). The device had a much slower seal than usual. The patient ended up experiencing postoperative bleeding. The patient needed a reoperation. The patient is well today. The transducer cable was checked and it gave a sealing failure but when the disposable was used with a new cable, it worked correctly.

Manufacturer narrative:
(B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hpblue device was returned with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non functional. However, it worked properly with foot switch assembly. In addition, it was tested with test media and performed as expected. Handpiece was tested on an impedance analyzer and was found to have a phase margin of 212.6 hz which is within specification. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.